Event description:
The customer reported that a morphine pca was programmed to pca dose only and the device volume infused was noted to be 4ml after 6 hours. The pt did not request a dose during the 6 hour time frame per what the biomed could read from the event log. No pt harm or med intervention occurred. No further patient/event info was reported. Manufacturer's report number: 2016493-2015-00092. (B)(4).

Manufacturer narrative:
The customer report that the "pca morphine infused more than intended" could not be confirmed. Physical inspection noted the device was received in good working condition with no issues. Log analysis of the pca event log indicates that on the reported incident date of (B)(6) 2014 the device was powered on at 2:15 pm and was powered off at 2:35 pm. During the time that it was on the log recorded was appears to be a series of key presses where each key on the device is pressed several times. No infusions were programmed during this time. The series of key presses is consistent with the device being tested in maintenance mode. There were no other logged entries on this date. A review of the final infusion run of the device found a pca only infusion had run starting on (B)(6) 2014 at 4:11 pm and ending on (B)(6) 2014 at 9:32 pm. A monoject 35 syringe with a starting volume of 28.51 mls was in use and the pca dose was programmed to deliver a volume of 1 ml. The log indicates that during this time period 27 pca doses were administered for a total volume of 27 mls. The root cause of the customer's report was not identified.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.